Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with skiving of the heat shrink (shaft cover) material and with all present. The device was mechanically tested and no anomalies were observed with the articulation of the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.

Manufacturer narrative:
(B)(4). Correction: not reportable. After a review of the file it was determined that the event does not meet the criteria for a reportable event.

Event description:
It was reported that during a salpingo-oophorectomy procedure. The customer had an issue with the device during an unknown procedure. No additional information was known.